Event description:
Reporter alleged obtaining a discrepant blood glucose result of 500 mg/dl back to back with a result of 170-175 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated he took 12 units of humulin r based on the 170-175 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated, he no longer has the strips and so, no product will be returned for evaluation.